Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phoned that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the pump started to blink red and beep and can't start it. The customer is asking for replacement. The customer was advised that we are awaiting health care provider response before next steps are taken.